Manufacturer narrative:
Analysis found the unit was unable to prime and motor error alarmed due to a faulty force sensor resistor. Motor tested okay. Analysis was unable to confirm excessive no delivery alarm. The unit passed displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms and motor error alarms. The customer's blood glucose was 380 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.